Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and observed a sample pot overflow, a blockage in the flow cell and damaged electrodes. The fse cleared the blockages in the tubing and sample pot. The fse indicated the customer replaced electrodes to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results on ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) due to negative anion gap values, involving their dxc 700 au clinical chemistry analyzer. The sample was repeated on a different au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but verbally provided the results for this patient.